Event description:
Employee at hospital had experienced an incident wher fingertip touched the tip of the transducer. The incident was reported during a site visit on 4/24/2006 to our sales representative. The employee was trying to adjust the applicator while the system was turned on, which is contrary to the instructions for use. The employee experienced a "burn and shock" on their finger. Employee acknowledged that she should have paused the system prior to trying to re-seat the applicator.

Manufacturer narrative:
Delay in filing this report due to it being the first filed by the manufacturer in device history.